Manufacturer narrative:
Explant date: not applicable as the intraocular lens (iol) remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated for this production order. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Wer received a report that a patient is unable to work in her color sensitive job because of ''color shifting'' after having cataract surgery and having a zcb00 21.0 implanted. The patient is a color consultant. She reports that black appears to be navy blue, red appears to be fuchsia, gold appears to be beige, orangery red looks orange, taupe looks purple. Brighter light conditions don't help. Both eyes are impacted in the same manner. She noticed this change in her vision from when the iol was first implanted. This MDR is for the left eye. Another MDR will be filed for the right eye.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event: should have been unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.